Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: "it was reported that customer is continuing to have the same compliant, gel is in the cap. (Original complaint (B)(4). Per email: I apologize for the delay in returning emails. Since my absence there have been other instances of the same complaint. I have attached the most recent photo from aug 20. These are all 3 ml pst samples collection tubes, but not all tubes. We may find 2 or 3 in a single day, then none when using the same lot number. Here is the log of events: july 26, lot# 0010746, aug 5, lot# 0010746 (exp 2021-01-31), aug 13, lot# 0044189, aug 17, lot# 0044189, aug 20, lot# 0044189 (exp 2021-02-28)".

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the following information was provided by the initial reporter: "it was reported that customer is continuing to have the same compliant, gel is in the cap. (Original complaint (B)(4) ). Per email: I apologize for the delay in returning emails. Since my absence there have been other instances of the same complaint. I have attached the most recent photo from aug 20. These are all 3ml pst samples collection tubes, but not all tubes. We may find 2 or 3 in a single day, then none when using the same lot number. Here is the log of events: july 26 ¿ lot# 0010746, aug 5 ¿ lot# 0010746 (exp 2021-01-31), aug 13 ¿ lot# 0044189, aug 17 ¿ lot# 0044189 & aug 20 ¿ lot# 0044189 (exp 2021-02-28)".

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel in cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.